Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® map microtube for automated process k2 edta 1.0 mg that samples were clotting. The clotted samples were recollected. No other health impact or consequence reported. Report 3 of 4.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 11-mar-2024. H.6. Investigation summary: bd received 5 samples for investigation. The samples were functionally evaluated by titration and no issues were observed as all samples were within specification limits. Additionally, retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd microtainer® map microtube for automated process k2 edta 1.0 mg that samples were clotting. The clotted samples were recollected. No other health impact or consequence reported. Report 3 of 4.